Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's expiratory volume was dropping. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, review of the device's logs confirm occurrence of 'volume delivery restricted' alarms. The issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. No part was replaced. The provided device's logs confirm occurrence of the reported issue before reported date of event. The event log confirms several occurrence of the clinical alarm 'volume delivery restricted' have been generated, as an indication of difficulties with ventilating the patient. Alarm will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as it may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported alarms has not been determined. There is no indication of a ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator's expiratory volume was dropping. There was no patient harm. Manufacturer's ref #: (B)(4).